Event description:
Related to MFR report 2183959-2010-00429; - 00430. Event info from the journal of surgery, "artificial sphincter for anorectal reconstruction. Preliminary report and review of surgical technique." The article indicated that between 2003 and 2007 four pts (cases 1-4) were implanted with ams artificial bowel sphincter (abs). This report is on case 2, a (B)(6) male pt with anorectal agenesis. Admitted to the hospital 2 months following surgery with symptoms of fecal impaction, that was stated to have been managed medically. Six months after abs implant the abs valve migrated and had to have a new pocket created under the skin for placement; pt stated to have progressed without further incident. It was also stated in the article that the pt had pain in the anal region with the total inflation of the abs device that was needed for total continence. Pt was stated to be able to handle lower inflation pressures with the abs device.

Manufacturer narrative:
Info from the journal of surgery; no additional info available. Note: case 3 did not have any complications indicated in the article. Journal of surgery (online version issn 0718-4026) doi 10.4067/s0718-40262009000400008, santiago, chile. Dr. Ocara misael, gino caselli, caelli bruno, claudio benavides, laura flores.